Manufacturer narrative:
Date sent to FDA: 6/3/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/28/2019. H6 patient codes: 1994, 1695, 2240, 1932, 1862, 3167, 1971, 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent a revisionary procedure on (B)(6) 2017. It was reported that she experienced pain, adhesion, hernia, inflammation, fistula, fibrosis and necrosis.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.